Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off on the non-patient end. Product defect occurred after use. The following information was provided by the initial reporter: material no: 320122 batch no: 9197293 verbatim: daughter of consumer reported, when she removed the pen needle from insulin pen, the needle broke off and is now stuck in the insulin pen, (non-patient end ). This was after the injection and consumer did receive full dosage daughter could not remove the needle date of event: (B)(6) 2020.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off on the non-patient end. Product defect occurred after use. The following information was provided by the initial reporter: material no: 320122, batch no: 9197293. Verbatim: daughter of consumer reported, when she removed the pen needle from insulin pen, the needle broke off and is now stuck in the insulin pen, (non-patient end ). This was after the injection and consumer did receive full dosage daughter could not remove the needle date of event: 2020-03-17.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-04-22. H.6. Investigation summary: customer returned (5) 4mm, 32g pen needles (1 open without the tear drop label, 4 sealed) from lot # 9197293. Customer states that the non patient end of the needle broke off and is now stuck in the pen. All returned pen needles were examined and the open sample exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Rood cause: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off on the non-patient end. Product defect occurred after use. The following information was provided by the initial reporter: material no: 320122 batch no: 9197293. Verbatim: daughter of consumer reported, when she removed the pen needle from insulin pen, the needle broke off and is now stuck in the insulin pen, (non-patient end ). This was after the injection and consumer did receive full dosage daughter could not remove the needle. Date of event: (B)(6) 2020.